Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 47 mg/dl at the time of incident. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. It was not reported whether auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.